Event description:
Product analysis was performed on the suspect lead. The lead was returned in one portion and the electrode array and tie downs were not returned. Two full sets of setscrew marks on the connector pin and two additional half sets near the end tip of the connector pin were seen, indicating that the connector pin had not been fully inserted into the generator at one time. The location of the two full setscrew marks provides evidence of proper mechanical contact and a good electrical connection at one time. The small and large o-rings were slanted back with no obvious adverse effects on device performance as a result. Slice cuts were seen on the connector boot that did not penetrate to the inner tubes. Abrasions were seen on the connector boot and outer tubing at various areas, with two abraded openings seen on the outer tubing near the tie down abrasions seen on the outer tubing. The abrasions penetrated to the inner tubes at the second open abrasion. Internal abrasions and compressed tubing were observed in some areas, and a puncture was seen at 265 mm, likely due to the explant procedure. Dried body fluids were observed in the inner and outer tubes in some areas, with no obvious path of fluid ingress other than the identified puncture end, abraded openings, and cut ends. Coils are kinked near the end of the portion, most likely occurring due to manipulation of the lead during the explant process. Incisions were made to allow for continuity checks and the ring to end and pin to end were good and showed no open circuit condition. The lead connector was inserted completely into the generator header and no anomalies were seen preventing the connector pin from being fully inserted into the generator. Product analysis worksheet was reviewed and no other anomalies were seen outside of the previously mentioned. Photos were reviewed and the above anomalies were seen. The allegation of ¿fluid leaks" was confirmed as dried remnants of body fluids were seen inside the inner and outer tubing with no entrance noted other than the identified punctured opening and abraded tube openings. Other than the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
D4, corrected data: initial report was inadvertently submitted without the suspect device's UDI number. D9, corrected data: initial report was inadvertently submitted noting that the device was available for evaluation prior to the device being received by the manufacturer. This was updated in supplemental report #1 to reflect the device's receipt by the manufacturer. E4, corrected data: initial report was inadvertently submitted without denoting the initial reporter not sending the report to the FDA. H3, corrected data: initial report was inadvertently submitted without noting that the device was not evaluated by the manufacturer. This was updated on supplemental report #1 but not noted as a correction. G1, corrected data: supplemental report #1 inadvertently submitted without providing manufacturer contact information.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery the surgeon found a tear in the lead with some blood seen within the lead; therefore, a full system replacement was performed. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis. Evaluation has not been completed to date.